Event description:
The customer reported during a cine play back frame by frame intermittently the left screen went blank. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine bridge board was reseated and the cine drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.